Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 223 mg/dl. The customer stated that there is crack on the battery compartment. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert new aaa alkaline battery. The customer was advised to clean the battery cap. The customer was advised that we need to replace battery cap. The customer was advised to monitor the pump. The customer was advised that we will ship a replacement battery cap. The customer was unable to troubleshoot for the failed battery test and battery out limit due to the pump continuously restarting.